Event description:
It was reported that an asymptomatic patient was presented in the operating room due to a routine pulse generator changeout. During the procedure, the device exhibited loss of output. Upon reinterrogation, the device was found in backup vvi mode. The device was explanted and replaced as scheduled. The patient was in stable condition.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.